Event description:
The patient reported that when her v-go device gets wet it gets loose the wire (needle) comes out and she loses her device and her insulin. She stated if she takes a shower anytime besides late (due to that's when she changes the device) at night it tends to get loose. When she first started, she mentioned this was not a problem but in the last year it has increased (no specific dates of number of occurrences provided). She stated she wipes off her skin before putting the device on, and she does not put in the same arm back-to-back. There are no devices available for return to the manufacturer for evaluation.